Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that as per ICU medical, device failed pm due to producing low pressure values multiple times (8.54, 8.50, and 8.37psi). There was no patient involvement.

Manufacturer narrative:
Corrected: g1 - contact office establishment name and d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a pump failed during occlusion calibration. The downstream occlusion sensor was replaced. As a preventive measure updated software. The service history review had no indication that the complaint was related to a service of the device within the review period.